Event description:
It was reported while using bd preset¿ arterial blood collection syringe it was damaged. The following information was provided by the initial reporter: after use, it was found that the cannula of the arterial blood collector was damaged. As a result, the results of blood gas analysis were not accurate. At the same time, the operator should immediately disinfect hands and wash hands with soap liquid to avoid contaminating hands with blood and causing infection. The product complained about this time was understood to be broken after blood collection and before being tested on the machine, and no inspection report was produced. After the rupture, a new lancet was replaced to resample and complete the test.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged cannula. Bd was not able to identify a root cause for the indicated failure mode.